Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair.according to the reporter: mesh placed through trocar the gray rubber seal disengaged. Seal retrieved without issue. No blood loss 500cc, no extension in incision, no conversion to open procedure, no extension in operating room time 30 minutes. Patient recovered without issue and unaffected by event. Used a progrip, unsure if the mesh was hydrated.additional information requested via email. What is the lot number of the device?